Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks due to an episode of atrial arrhythmia. Therapy did not convert the rhythm. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shock(s) due to an episode of atrial arrhythmia. Therapy did not convert the rhythm. The device remains in service. No adverse patient effects were reported.